Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade ii. This record is for the right side. The device was explanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade ii. This record is for the right side. The device was explanted.